Manufacturer narrative:
(B)(4). The lot 14j066 was manufactured september 30, 2014-october 3, 2014. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a white, floating particle in the reservoir of a small volume intermate. This was observed after filling the device with colistimethate and before patient use. There was no patient involvement associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted